Event description:
It was reported that, during a tka, the plastic holding ring of a journey flex ext block std broke. This was noticed before used, while setting-up. Surgery was performed, without any delay, with a back-up device instead. Patient was not injured as consequence of this problem.